Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension catheter. The device was bloody. Analysis of the tip, distal shaft, collar, and hypotube included microscopic and visual inspection. Inspection revealed a partial separation at the collar/shaft, and numerous hypotube kinks. Inspection of the rest of the device found no other damage or defects. The reported crossing failure could not be confirmed as the clinical circumstances could not be replicated.

Event description:
Reportable based on device analysis completed on 14jul2020. It was reported that the device could not cross the lesion. The target lesion area was located in the left anterior descending artery. A 145 5-in-6 guidezilla catheter guide extension was selected for a percutaneous coronary intervention. During the procedure, the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications reported. However, device analysis revealed a partial separation at the collar/shaft area.